Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.